Manufacturer narrative:
D4 lot#: the reported lot 258271h93 is not recognized by the system. E1: initial reporter phone no.: (B)(6). The device was not returned and the lot number is not recognized by the system; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the titanium adapter and non-vantive catheter. This occurred during use of the device for peritoneal dialysis therapy. The titanium adapter was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event; however, the patient was treated with prophylactic antibiotics. No additional information is available.